Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 18mg/dl at the time of incident. The customer treated with dextrose. Customer indicated that their doctor has not been contacted and their blood glucose value was unknown at the time of the call. Troubleshooting found that the customer may have over bolused after a meal and miscalculated the carbs from the meal. Customer was advised to monitor the pump and to follow up with their doctor regarding their high blood glucose and call back if further issues.